Event description:
Customer did not establish new therapeutic range for inr (international normalized ratio) when they last changed reagents 2-3 months ago. Customer used previous thromboplastin c+, isi (international sensitivity index) value and mnpt (mean normal prothrombin time) for inr instead of isi value from current lot of innovin and new mnpt. Inrs were calculated incorrectly, resulting in erroneously high inr values. Customer has no reports of adverse affects to pt. Physicians have not questioned any inr results. There is no device failure. This is a user error.